Event description:
Customer reported that the pump screen appeared shattered beneath the glass, although the touchscreen remained intact, affecting interaction with the pump. There was no adverse impact on the customer¿s blood glucose levels. Tandem technical support resolved the issue by sending a replacement pump while the customer continued using the current pump with the t:connect mobile app. They also gave instructions for returning the problematic pump, which were acknowledged by the caller.